Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device the event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired, and engaged to the handle. Visual inspection noted that the blade is extended all the way to the end of the jaw. Functional testing could not be performed due to the state of the device. Engineering disassembled the device and observed the knife laminates were found to be damaged. Pusher positions were evaluated, and were found to be flush or below the cartridge¿s surface through-out the cartridge length. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Engineering concludes that the damage to the knife laminates can be the cause for the increased firing and retraction forces causing the device to remain locked on tissue. The observed damage to the laminates is consistent with that caused by a user applying the device in tissue which is beyond the indicated thickness allowed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation also detected a secondary condition of component orientation. The root cause of the secondary observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Case converted from laparoscopic to open procedure, surgical time extended 30 minutes or more due to the product problem.

Event description:
According to the reporter: during a laparoscopic hepatectomy, the jaws of the device locked onto patient tissue after firing. To correct the issue, the tissue that was covered by the jaw of the product was cut resulting in tissue damage. The product problem also resulted in unanticipated tissue loss. Surgical time was extended by thirty minutes or more due to the product problem. The laparoscopic case was converted to open resulting in an extension of the incision. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. No device fragment fell into the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.